Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was not possible to determine the root cause. However, it is presumed that a single optical fiber was disconnected at the loop on the video connector side due to stress, and communication could not be performed normally, leading to an event in which the image could not be obtained. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head had no image. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a faulty cable. The device evaluation also found a faded label on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.